Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device displayed error message 7025 and an acquisition processor (acq pc) malfunction. The procedure was not completed due to this event. No patient complications were reported. It was further reported that the patient had not been sedated.

Manufacturer narrative:
(B)(6). G2 report source: corrected.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device displayed error message 7025 and an acquisition processor (acq pc) malfunction. The procedure was not completed due to this event. No patient complications were reported.